Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure while the guide catheter (subject device) was advanced into the patient groin puncture site, the guide catheter broke. There were no clinical consequences to the patient.

Event description:
It was reported that during procedure while the guide catheter (subject device) was advanced into the patient groin puncture site, the guide catheter broke. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the catheter was severely stretched and separated on the proximal side near the strain relief. The catheter inner coil was severely stretched and tangled. The shaft was also kinked approximately near the strain relief and slightly compressed along its length. Functional evaluation could not be performed due to the anomalies found on the catheter. The reported event was confirmed based on the product analysis. Additional information provided by the customer indicated that the break occurred at the groin puncture site while being advanced into the patient. Based on analysis and the information provided, a probable cause of procedural factors has been assigned to the investigation since this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural/anatomical factors during use.